Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt connector was glued into a monitor receptacle. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective belt.

Event description:
During an investigation of an electrode belt for an unrelated issue, a reportable malfunction was found. The electrode belt connector was damaged.